Manufacturer narrative:
Final analysis revealed that the device was received with missing component in the drive assembly. User intervention contributed to the event.

Event description:
The customer reported that the pump's driver arm is loose and does not seem to hold the plunger head sufficiently to allow proper delivery of insulin. A prime test was performed and no insulin exited through the infusion sets. Advised the customer to discontinue the pump use and begin the back up plan of manual injections.